Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). The actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during an unspecified surgical procedure it was observed that the battery reciprocator device was overheating. It was not reported if there was a delay in the procedure due to the event, or if a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The actual device was returned for evaluation. The battery reciprocator device was evaluated and the reported condition that the device was overheating was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the unit would not run, the electronic control unit (ecu) had a short, and blew a fuse in the battery, and the motor was making a grinding noise during bench test. It was further determined that the device failed pretest for function test. The assignable root cause of these conditions was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.